Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The additional proglide referenced is being filed under a separate medwatch report number.

Event description:
It was reported that suture placement in the right common femoral artery was attempted with two proglide devices using the pre-close technique via a 6f sheath prior to a stent graft interventional procedure. Reportedly, the needles of the first proglide device failed to catch the link. A second proglide was attempted but the needles failed to catch the link again. The sutures of two new proglide devices were successfully pre-placed. The sheath was upsized to greater than 8.5f and the stent graft procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Additional information was provided stating that the proglide devices were deployed outside the body after removal from the anatomy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported ¿needles of the device failed to catch the link¿ was not confirmed. A review of the manufacturing records revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.